Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with an ilet pump during training, with readings visible on the dexcom receiver and phone app prior to attempting connection to the ilet and with the receiver later moved to another room and the phone¿s bluetooth disabled to reduce interference. Symptoms included no physiological symptoms, as this was a connectivity issue only. Outcomes included a delay in cgm-to-pump connectivity and the need for user troubleshooting. Investigation included customer support troubleshooting with power cycling the ilet, isolating bluetooth connections, and advising a wait period for pairing. Investigation of this case revealed that the cgm was actively connected to other devices, which likely interfered with establishing a new connection to the ilet. It was concluded that the event was attributable to connection interference from multiple paired devices and was resolved through standard user education and troubleshooting.